Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient developed a hematoma at their insertion site during impella 5.5 support. Two units of blood were transfused and a surgical evacuation with drain placement was performed to manage the condition. The procedural outcome was the patient survived surgery.